Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review for batch 7332553 (p/n 309657). Manufacturing dates: 12/01/2017 to 12/03/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7332553 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the customer noticed that when he went to fill his cartridge with a new syringe and needle, the syringe was cracked, and a small amount of insulin leaked out. Customer discarded cracked syringe and loaded a new syringe with insulin, successfully filled the cartridge, and resume insulin therapy via pump. There was no report of injury or further medical intervention.